Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump did not alarm for an upstream occlusion when the tubing was still clamped during therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.